Event description:
The tip of the device broke off during the procedure. The surgeon was able to recover it without any harm to the patient. Our clinicians have also noted that the tip of the device can be easily broken off within the package. Multiple lot numbers/product numbers affected. 09e2100062 / product # 61224bx 09j1800111 / product # 61134bx 09b1900153 / product # 61238bx 09a1900139 / product #61338bx 09d2000303 / product # 61324bx 09l2100130 / product # 61138bx. FDA safety report ID #(B)(4).